Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and bard align were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of bard align insertion during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2012 because of extrusion of mesh.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urinary tract infection, and obstruction.